Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of saline. After an unspecified length of time in use, the customer contact reported, the tubing "fell apart." It was reported that the distal tubing of the tubing set separated from the back check valve. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4)